Manufacturer narrative:
This report is submitted on september 21, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient underwent surgery to explant the device in 2015 (exact date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on september 21, 2018 was filed inadvertently. No explantation or serious injury has occurred. This report is filed on june 18, 2019.